Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, the screw could not be tightened, "physician was not able to screw". The ipg was explanted and replaced with another device. No patient complications have been reported as a result of this event.